Event description:
It was reported that a patient presented to a healthcare facility with symptomatic bradycardia with high-grade av block. An interrogation of their dual-chamber pacemaker device revealed failure to capture, high pacing threshold and high out of range pace impedance greater than 3000 ohms, suggesting a right ventricular (rv) lead fracture. The rv lead is a non boston scientific product. Atrial lead function was normal with no change since implantation. In response, the physician elected to electrically abandon the rv lead, implant a new leadless pacemaker device in the rv, program the dual-chamber pacemaker device to an atrial-only pace and sense mode, and allow the leadless pacemaker to provide the required rv pacing therapy. The procedure was successful without any complications. Both device interrogations at the three-month follow-up revealed stable device pacing numbers. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).